Manufacturer narrative:
A specific root cause for this event could not be identified. Additional information was requested for investigation but was not provided. A general reagent issue could most likely be excluded. The most likely root cause could be a pre-analytical issue (e.g., not enough clotting time resulting in clot or fibrin formation during incubation). Another potential root cause could be bubbles or foam on the reagent surface or on the system reagent surface. Additional possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer obtained high test results for one patient sample using the elecsys acth test system (acth) on the cobas 6000 e 601 module (e601). All results are in units of pg/ml. At 9:24 am, the initial result was 46.23. At 10:20 am, the sample was repeated with a result of 1.70. At 11:04 am, the sample was repeated with a result of 1.90. It was unknown whether the results were released outside of the laboratory. There was no allegation of an adverse event with the patient. The acth lot number and expiration date were requested but not provided. Investigation activities are ongoing.